Manufacturer narrative:
According to the customer, the left brake is not engaging at all and will not lock. He said he does not know how it happened. He said that a piece of the brake is broken off. Per the video, the brake pad assembly has come off the rollator. The threaded insert appears to still be in place in the frame. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the left brake is not engaging at all and will not lock. He said he does not know how it happened. He said that a piece of the brake is broken off. Per the video, the brake pad assembly has come off the rollator. The threaded insert appears to still be in place in the frame.